Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify as the time of the event states intra-op: when did the pull off suture needle occur? Did it occur when removing the suture from the package? Did the needle separate from the needle upon handling, prior to use on the patient? Did the suture needle pull off occur during suturing on the patient? The following information was requested but unavailable: if possible, please provide the lot number:

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the problem of pulling off suture needle had happened before using on patient. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/16/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following additional information was requested, but unavailable: please clarify as the time of the event states intra-op: when did the pull off suture needle occur? Did it occur when removing the suture from the package? Did the needle separate from the needle upon handling, prior to use on the patient? Did the suture needle pull off occur during suturing on the patient? --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it received one suture with winding former that pertained to product code vcp1433h. The needle was not received. The suture was examined along of strand, and no anomalies were noted. The ends of the suture were inspected and the insertion end could be observed. Additionally, the needle was not returned to determine the assignable cause. As part of our quality process, the manufacturing records of this lot could not be completed as the lot number was not provided. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.